Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic liver resection, at glisson resection, firing stopped after advancing about 30mm. Since the jaws locked on the tissue and it became unable to be released, the manual adapter tool was used. The clamp cover did not move even though it was turned. At this point, they called the sales representative. A restart was performed, reconnecting the power handle, and connecting another handle, but still couldn't release the jaws nor unload the cartridge so user tried the manual adapter tool again. Since it was in the articulated state, the adapter tool was used to release the articulation. They were able to return it straight without any problems, but even though they turned the gear in the center, the clamp cover did not move back and forth. When it was turned to the right many times, it became very stiff, and when the user tried to turn it further, the adapter tool snapped and broke off. After that, at the doctor's discretion, they checked the adapter and the cartridge connection, and pulled the adapter, it came off together with the cartridge. When user inserted another adapter there, it seemed that the connection was available, but eventually the proximal part of the cartridge (the connection part with the adapter) snapped and remained on the adapter side. The broken cartridge part could not be released from the adapter. The release button did not move in a fixed state with staying pushed down, and the cartridge part had been also firmly fixed, making it difficult to be turned or removed. Another adapter tool was not resolved. The event led to additional resection and incision extension. The operation was extended 1 hour.